Manufacturer narrative:
There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Rear case damage / (B)(4), iui damages / ca-(B)(4). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, barrel clamp, latch module, left/right handle, left/right iui, and tube drive arm. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/05/2014 to the present date 12/01/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Broken/damaged- (B)(4). It was reported there was no patient involvement.